Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing pain while charging the ipg and as a result, the patient was not able to charge comfortably and efficiently. It was also reported that the ipg area felt warm occasionally and the patient was having difficulty charging the ipg. Upon consultation with the physician, it was determined that the patients ipg had migrated due to weight loss which caused the ipg not taking a charge. It was further confirmed that the patients pain was not due to weight loss. The patient underwent a revision procedure wherein the ipg was replaced with a non rechargeable system. The patient was doing well postoperatively. The explanted ipg was discarded.